Event description:
This is a report of peritonitis in a patient coincident with extraneal therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced low blood pressure, was sick and developed an infection. On an unreported date, the patient went to the hospital. The patient was found to have peritonitis and high blood pressure. On an unreported date, the patient also experienced swelling. On an unreported date, the patient was treated with unspecified antibiotics for the peritonitis. On an unreported date, extraneal therapy was withdrawn and the patient switched to non-baxter pd therapy. The outcome of this peritonitis event is unknown.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.